Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on september 24, 2011 the meter has passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On september 27, 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2011, she obtained the alleged high readings of "212 and 314mg/dl." The patient stated that she manages her diabetes with insulin, 70/30 (54 units) and novolog (sliding scale) and took her usual, daily dose of medication in response to the reported issue. Shortly after the alleged product issue occurred, the patient claimed to have developed symptoms of being "shaky and cold" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.